Event description:
The nurse reported to our sales rep that she opened the package of the nail. The set screw was not in its proper position in the packaging. The screw lay on top of the protective plastic. During opening the package the set screw dropped out of the package.

Manufacturer narrative:
Eval summary: the alleged event the screw lay on top of the protective plastic could not be confirmed as no traces (marks, imprints) of the set screw on the surface of the foam resp. On the tyvek lid were found. If the set screw had been located on top of the foam (and covered by the closed tyvek lid) as described, imprints of the screw would have been visible on the surface of the foam resp on the tyvek lid. The trochanteric nail kit reported was documented as faultless prior to distribution. Failures in the mfg documents resp packaging section were not found. Eval revealed evidence that the reported event is linked to inadequate user handling of the package (dropping the set screw during opening the tyvek lid of the packaging). There are no open actions in place related to the reported event for the subject product.